Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock connection was unscrewed. The user's blood glucose (bg) level was over 600 mg/dl. The user changed the supplies and resumed insulin delivery. Reportedly, the user addressed bg level with a correction via the pump and a manual injection.